Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported unknown side rupture. Device has been explanted.

Event description:
Health professional reported unknown side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion, red particles. A microscopic analysis was performed which identify crease smooth on posterior side. Based on the device analysis the final assessment is:a crease smooth on posterior side due to fold flaw opening.